Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the myoma was being manipulated when the issue occurred. The issue was related to the opening/closing of the grips. There were no issues noticed relating to the left/right motion of the grips or the up/down motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No fragment fell inside the patient. There was no damage prior to the surgery noticed, and during the procedure the device was working fine for most of the procedure. There were no instrument collisions.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument had a broken thread,6 lives at were balance and the procedure was completed without the tenaculum. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed when the issue occurred was manipulation of the myeloma. The issues were related to the opening and closing of the grips. There was one cable visibly protruding from the distal end of the instrument. There were no fragments that fell inside the patient. The instrument was inspected prior to the procedure. There were no damages prior to the surgery. It worked fine for the most part of the procedure. There was no instrument collision or instrument-tool collision. The instrument has already been sent to isi for evaluation. There are no videos available, photos are available with the customer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.